Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low o2 pressure alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm the customer informed the remote service engineer (rse) that the low o2 alarm occurred while in use with no patient harm and could not be corrected. The customer stated that the o2 source was confirmed to be connected and set properly with no leaks, and the o2 manifold and gds were replaced but the problem continued. The customer informed the rse that the device was operating on software version 1.00. The rse advised the customer to replace the o2 hose as a precaution and update the software to version 2.30. The customer acknowledged these advisements and stated that they would continue to test after updating. In a good faith effort (gfe) response from the customer received on 12jan2024, it was confirmed that the device software was upgraded to 2.30 and the o2 hose was replaced with one that the hospital had on-hand. After the software upgrade and part replacement, the device was confirmed to have been returned to full functionality and was returned to service. The replaced o2 hose was scrapped, and the device diagnostic report (drpt) was provided. The customer also stated that the patient information was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.